Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too short, and suboptimal placement of the implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493625, mfd. 03/25/16, exp. 2021-03-25, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493447, mfd. 06/08/15, exp. 2020-06-08, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient later presented to a different surgeon with complaints of a recurrence of pain. The surgeon determined that the implants were positioned too posteriorly and the most caudal one was too short. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the cranial and caudal positioned implants with chisels and replaced them with larger ifuse implants. He also added an additional ifuse implant in a more anterior position to help fixate the si joint. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.